Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat atrial fibrillation (a fib). It was reported that air ingress occurred when the sheath was aspirated during procedure. The sheath had no issues during preparation and was advanced into the left atrium. When the farawave catheter was inserted, continuous air appeared in the syringe. The air could not be cleared despite troubleshooting. The sheath was then replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.